Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a stage 4 of diffuse lamellar keratitis (dlk) at 2 day post-operative exam on both eyes (ou). The date of initial laser treatment was (B)(6) 2016 and the date of discovery was on (B)(6) 2016. Oral steroids (medrol pack) and topical steroids increased were used to treat the dlk symptoms. In addition, a flap lift and rinse was performed. As of (B)(6) 2016, the surgery center reported the symptoms were resolved. Bcva from (B)(6) 2015: right eye pre-op 20/20 -3.00 x .00 x 0. Left eye pre-op 20/20 -3.00 x -.25 x 0.